Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed and it was found that the issue was related to drainage valve. The drainage valve is powered with 12 v and electrically controlled by the pc board. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. No part was returned to the factory. The root cause of the claimed issue could not be determined.

Event description:
It was reported that the compressor's drainage valve was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).